Manufacturer narrative:
Follow up MDR for device evaluation. It was reported the needle was partially occluded. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and one photo was provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution, it was not possible to expel the solution; the needle is clogged. This defect could occur if there was a process variation during the needle lubrication application inducing the symptom reported. The photo provided shows a needle assembly with the plastic shield. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the needle lubrication application process was performed. The settings were correct and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the injection of local anesthesia. The following information was provided by the initial reporter: "the customer returned one injection needle in its packaging and the product lidstock for analysis. No definite signs of use were observed. Visual analysis did not reveal any obvious bending/kinking of the needle cannula. Additionally, no obvious signs of a blockage were visible at the proximal or distal openings of the needle cannula. Functional testing revealed that water was partially unable to flush through the needle. Dimensional analysis could not be performed as the needle in question is a purchased component. The returned needle was attached to a lab inventory syringe and flushed. Water was not fully able to pass through the needle cannula due to a partial occlusion. This was compared to a functional lab inventory needle, which functioned as intended. Therefore, the customer report is confirmed." "Per health care professional comments: "this needle is merely used for infiltrating local anesthetic prior to placing catheter. It is not critical to the procedure itself and such a needle would be widely and abundantly available in the clinical setting on which our devices are used, making it very obtain a substitute."